Manufacturer narrative:
Concomitant devices: solitaire stent (details unknown); other microcoils (details unknown); stryker excelsior sl-10 microcatheter (details unknown). The product will not be returned. The conclusion is still being formulated and will be provided in a supplemental report.

Manufacturer narrative:
Stretched and separated are known potential product malfunctions associated with microcoil usage. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the limited information suggests that procedural issues and manipulation of the device during use may have contributed to the reported events. The IFU cautions if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system, c.) Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter, d.) Caution: always perform fluoroscopic verification of detachment prior to withdrawing the dpu wire fully. Failure to do so may lead to an embolic complication.

Manufacturer narrative:
The cashmere ((B)(4), lot number unknown) will not be returned, therefore the root cause of the coils stretching, the unintended detachment (separated as stated in the report), and the resistance during re-positioning and removal cannot be determined. The lot number was reported as unknown, therefore the DHR review could not be completed. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The physician reported that during coiling of an aneurysm at the anterior communicating artery the cashmere coil (src14050720/lot unknown) stretched and separated. He wanted to place the cashmere microcoil in the aneurysm; however, the coil didn¿t fit and was pushed out of the aneurysm. He decided to remove the microcoil out of the patient; however, during this process the cashmere microcoil was stretched and broke apart in the artery. It was reported that there was also resistance when the coil was repositioned/withdrawn. The physician needed to use a solitaire stent (details unknown) to pin the part of the cashmere microcoil that separated to the artery wall. The coiling was continued with other microcoils (details unknown). It is unknown whether there was a one to one relationship between the coil and microcatheter prior to repositioning/withdrawal. The microcatheter used in the procedure was the stryker excelsior sl-10 (details unknown). The issue did not require removal of the microcatheter. There were no patient symptoms/injury as a result of the issue. There any no obstruction to flow in the vessel through the stent. The coiling procedure was completed successfully. At the time of the initial contact the product was not available for return.